Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34, serial#:(B)(6), ubd: 17-jan-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt of the valve to the third node, hypotension was noted. The physician continued to deploy the valve to 60-80% and the valve dislodged. The valve was fully recaptured. Fluoroscopy and angiogram indicated an aortic dissection above the coronary cusps. During the second deployment, controlled release was performed, removing tension on the wire and gently controlling the delivery catheter system (dcs). At final release of the valve, movement was noted with a final implant depth of 0 mm on the non-coronary cusp (ncc). A vertical aorta and horizontal annular angle were noted. A computed tomography (CT) was performed and showed the dissection had resolved. No adverse patient effects were reported.